Event description:
It was reported that the platform was used on a (B)(6) female patient where after several compressions "low battery" was indicated. A second and a third battery was used with the same result. Customer had to revert to manual CPR. After the incident, customer was not able to replicate the failure. All the batteries that were not working seem to work fine. The customer would call zoll if it is decided that the platform should be sent in for evaluation. No adverse event reported.

Manufacturer narrative:
Customer reported that after the incident, all batteries that didn't work were tested and seem to work fine. Customer will call zoll if it is decided that the platform should be sent in for evaluation. No adverse event reported.